Manufacturer narrative:
(B)(4). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "vent inop", "motor fault", "low pip", "low ve", and "xdcr fault" in yellow alarms. There was no patient involvement associated with this reported issue.